Event description:
Customer alleged after having used for two months, a strange noise was heard in the rear wheels. Customer also stated than after this kind of noise, the chair stopped suddenly. Warranty (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gtqsp, serial number/date (B)(4) is approximately 11 months old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height, and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; after 2 months a strange noise was heard coming from the rear wheels. The chair suddenly stopped after hearing the noise. The dealer confirmed hearing the noise coming from the left motor gear box. The dealer resolved the customer issue by replacing the left gearbox under warranty (B)(4).